Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported internal bleeding when the angio-seal device was used to perform hemostasis on a thin patient, causing collagen to protrude from the skin. The collagen was pushed under the skin with forceps, but complete hemostasis was not achieved, necessitating manual compression for approximately 20 minutes to confirm hemostasis. Hemostasis was achieved in the morning, and the patient was placed on complete bed rest until the evening. The patient remained on bed rest until the next morning, after which ambulation began. The patient was scheduled for discharge two days after the procedure, but upon sitting down on the bed, the patient experienced sharp pain at the puncture site, followed by swelling in the affected area. An ultrasound confirmed internal bleeding, extending the patient's hospitalization. Estimated blood loss was less than 250 cubic centimeters. The physician inquired about postoperative management if the collagen is not closely attached to the blood vessel. The procedure before deploying the device was percutaneous coronary intervention (pci), and a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 7 millimeters. Bleeding occurred outside of the procedure room, internal bleeding size unknown, pre-deployment angiogram performed, manual compression applied for 20 minutes, trained user, right femoral artery puncture, patient's hospitalization extended due to the event, ultrasound performed to diagnose the bleed. No equipment or other devices were used with the above product. Additional information was received on 19 jun 2025: manual compression was immediately applied for approximately 30 minutes. After confirming that the swelling at the puncture site had subsided, the patient was placed under observation. Discharge from the hospital was postponed for several days.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation, however based on the available information, the complaint can be confirmed for internal bleeding. The exact root cause could not be determined. The device history record (DHR) review was unable to be performed as the lot number was not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).